Event description:
A customer reported a lamp error and instrument failed self test that would cause a run to not start or not generate results after assay completion. The medical device involved was quanstudio dx real-time pcr instrument (cat # 4470660, serial# (B)(4)). No pt involvement reported. The company event tracking number is: (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The instrument was investigated on site and was repaired by replacing the lamp and motor controller board. After replacement, functional tests were performed to verify the instrument functionality. Device intended use: the quantstudio dx real-time pcr instrument with quantstudio dx software is intended to perform fluorescence-based pcr to provide detection fo FDA cleared and approved nucleic acid sequences in human-derived specimens. The quantstudio dx real-time pcr instrument with quantstudio dx software is intended for in vitro diagnostic use by trained lab technologists in combination with neucleic acid reagent kits/tests manufactured and labeled for diagnostic purposes on this instrument.